Event description:
Consumer reports accuracy problems. Analysis run on clark error grid using mean avg reading (186) as ref. Point vs. Bd reading (59, 313) yielded data points in the c/e range of the grid, outside acceptable limits.